Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: evaluation of the returned device/packaging components confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states sigma oval dome 35mm patella outside peel packaging had a slice in the outer edge that went into the inner portion of the packaging. Sterility could not be confirmed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: evaluation of the returned device/packaging components confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 960101, lot number 8655613. Device history review: DHR review product code 960101, work order (B)(4) was manufactured on (B)(4) 2017. 35 parts of sigma patella (35mm) were manufactured per specification and all raw materials met specification. There are no ncs or deviations associated with this lot. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.